Manufacturer narrative:
Concomitant medical products: 5086mri52, lead, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having an incident with their implantable pulse generator (ipg) during the night. The ipg remains in use. No patient complications have been reported as a result of this event.